Event description:
It was reported through a protegen sling marketing survey that following a vesica protegen sling placement, the pt complained of suprapubic pain. The physician performed exploratory surgery and the outcome is unk. No further info is available. No product was returned for eval.